Manufacturer narrative:
Block h6: medical device problem code a040506 captures the reportable event of sheath peeled. Block h10: investigation result: a visual examination of the returned complaint device found that the sheath was bent in the middle section and a scratch marks were also observed. It was also noticed that a container with a liquid inside of it was returned with the device and there was no evidence of internal lining of the sheath inside of it. Therefore, the reported event of partial detachment of the internal lining of the sheath was not confirmed. Functional analysis was performed by moistening the device sheath surfaces with water and it became slippery which indicated that a coating was applied on the device. Pertaining to the found problem of sheath kinked and scratched, it is possible that some operational factors, such as handling or manipulation of the device during use, excess of force, interaction with the anatomy or other devices could have caused these problems and consequently affected the device performance and its intended purpose. Therefore, the most probable root cause for the sheath kinked and scratched is adverse event related to procedure. However, because the reported problem of the sheath peeled was not confirmed, the root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2021. During the extraction of a stone fragment, it was noticed that the internal lining of the sheath was partially detached. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2021. During the extraction of a stone fragment, it was noticed that the internal lining of the sheath was partially detached. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device problem code a040506 captures the reportable event of sheath peeled. Block h10: investigation result. A visual examination of the returned complaint device found that the sheath was bent in the middle section and a scratch marks were also observed. It was also noticed that one container with a liquid inside of it was returned with the device which showed no evidence of the report allegation. Functional analysis was performed by moistening the device sheath surfaces with water and it became slippery which indicated that a coating was applied on the device. The reported event of sheath peeled was not confirmed. Pertaining to the found problem of sheath kinked and scratched, it is possible that some operational factors, such as handling or manipulation of the device during use, excess of force, interaction with the anatomy or other devices could have caused these problems and consequently affected the device performance and its intended purpose. Therefore, the most probable root cause for the sheath kinked and scratched is adverse event related to procedure. However, because the reported problem of the sheath peeled was not confirmed, the root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2021. During the extraction of a stone fragment, it was noticed that the internal lining of the sheath was partially detached. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.